Manufacturer narrative:
Reported event: an event regarding patient pain related to an inaccurate resection involving a mako tka software was reported. The event of an inaccurate resection was due to user error. Method & results: product evaluation and results: review of the case session files noted the following: the session and vp log data from the case was reviewed. An analysis of the implant plan, checkpoint check values, registration values, probe check values, rio registration and verification values, bone preparation checkpoints values, CT/patient landmark selections, cutting tool location, and post-operative x-rays was completed. The data at this time shows that all system verification values were within the accuracy tolerance region; no system defect or malfunction is suspected. The rio cut all five femoral planes, as well as the tibial plane, on target with low rotational error, based in the burrlist plane analysis. Upon analyzing the registration pattern performed by the doctor, it was found that points were collected only on the medial side of both bones. The femoral registration included some points in the trochlear groove, but left a lot of lateral bone untouched. The tibial registration points were collected solely on the medial side of the bone, with only two points collected past the mid-line. The registration pattern collected in this case can lead to a reduction in overall accuracy and could impact bone preparation. The post-operative x-rays were also reviewed. Some leg flexion and rotation can be seen in the image, which can lead to some apparent varus angulation. Additionally, it was indicated that the patient had a cystic defect on the medial condyle. This indicates soft bone, which could become impacted over time and allow for post-operative angulation. When completing bone registration, the surgeon must always ensure they follow the recommended pattern. Product history review: a review of device history records shows that rob271 was inspected on (B)(6) 2014 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob271 shows 0 similar complaints for tka software - inaccurate resection. Conclusions: the alleged failure mode of inaccurate resection was confirmed was confirmed however no known product problem was found. The data at this time shows that all system verification values were within the accuracy tolerance region; no system defect or malfunction is suspected. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Rep was contacted by surgeon. Patient presented for the first time 3 months post mako tka with a complaint the knee did not feel right. X-rays show that the patient's tibial component is at 5-6° varus. At the time of implant, 0° varus was planned. Surgeon plan is to revise the patient's knee on (B)(6) 2021 but wants investigation results to know why and how the cut did not go to plan. Update: "pt complains of pain in right knee; continues to use assistive aid to walk 3 months post-op." Right side.

Manufacturer narrative:
An event regarding patient pain related to an inaccurate resection involving a mako tka software was reported. The event of an inaccurate resection was due to user error. Method & results -product evaluation and results: review of the case session files noted the following: the session and vp log data from the case was reviewed. An analysis of the implant plan, checkpoint check values, registration values, probe check values, rio registration and verification values, bone preparation checkpoints values, CT/patient landmark selections, cutting tool location, and post-operative x-rays was completed. The data at this time shows that all system verification values were within the accuracy tolerance region; no system defect or malfunction is suspected. The rio cut all five femoral planes, as well as the tibial plane, on target with low rotational error, based in the burrlist plane analysis. Upon analyzing the registration pattern performed by the doctor, it was found that points were collected only on the medial side of both bones. The femoral registration included some points in the trochlear groove, but left a lot of lateral bone untouched. The tibial registration points were collected solely on the medial side of the bone, with only two points collected past the mid-line. The registration pattern collected in this case can lead to a reduction in overall accuracy and could impact bone preparation. The post-operative x-rays were also reviewed. Some leg flexion and rotation can be seen in the image, which can lead to some apparent varus angulation. Additionally, it was indicated that the patient had a cystic defect on the medial condyle. This indicates soft bone, which could become impacted over time and allow for post-operative angulation. When completing bone registration, the surgeon must always ensure they follow the recommended pattern. -product history review: a review of device history records shows that (B)(4) was inspected on 24 jan 2014 and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: (B)(4) shows 0 similar complaints for tka software - inaccurate resection. Conclusions: the alleged failure mode of inaccurate resection was confirmed was confirmed however no known product problem was found. The data at this time shows that all system verification values were within the accuracy tolerance region; no system defect or malfunction is suspected. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Rep was contacted by surgeon. Patient presented for the first time 3 months post mako tka with a complaint the knee did not feel right. X-rays show that the patient's tibial component is at 5-6¿ varus. At the time of implant, 0¿ varus was planned. Surgeon plan is to revise the patient's knee on (B)(6) 2021 but wants investigation results to know why and how the cut did not go to plan. Update: "pt complains of pain in right knee; continues to use assistive aid to walk 3 months post-op." Right side